Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1398 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse at the facility that, "vein accessed and wire threaded without difficulty. Skin nick utilized. Unable to insert introducer beyond white tapered tip r/t unusual resistance. Upon inspection, burr noted to distal end of grey portion of introducer. Second kit opened and new introducer obtained, which threaded without resistance. Procedure otherwise completed without complication."